Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However a variant model in current production was used for testing. (B)(4) samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed. Root cause cannot be determined. The sample is needed for a proper investigation to confirm the alleged defect and determine a root cause. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states "it was reported that "(B)(6) 2018, in (B)(6) hospital, director in dept. Of anesthesiology found that the steel wire in the middle layer of the tube deformed during bending the tube, which (continued) would had impact on mechanical ventilation. Besides, the pvc in the inner part fell off, which would fell into the patient's trachea if not paying attention." There was no report of patient harm. Patient condition reported as fine. (See companion report MFR. Rpt#3003898360-2019-00005 for additional report of "pvc in the inner part fell off" issue.)

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the coils are damaged and the tube is kinked between the 22-26cm markings. Visual examination into the tube revealed that the inner wall of the extrusion has separated from the outer wall as a result of the damage to the inner coils. However, no piece appeared to have fallen off from the device. No other defects or anomalies were observed. The reported complaint of "wire deformed in use" was confirmed based upon the sample received. The returned et tube was confirmed to be kinked and have a damaged wire between the 22-26cm markings. The inner wall of the extrusion has separated from the outer wall due to the damage to the inner coils. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint states "it was reported that"(B)(6)2018,in hunan cancer hospital, director in dept. Of anesthesiology found that the steel wire in the middle layer of the tube deformed during bending the tube, which (continued) would had impact on mechanical ventilation. Besides, the pvc in the inner part fell off, which would fell into the patient's trachea if not paying attention." There was no report of patient harm. Patient condition reported as fine. (See companion report MFR.rpt#3003898360-2019-00005 for additional report of "pvc in the inner part fell off" issue.)